Manufacturer narrative:
Replaced power switch to fix the reported issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
During ge depot repair, it was noted that the unit restarted due to a faulty power switch. There was no reported patient involvement.